Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the device's distal end of the needle comes off. This was observed during a therapeutic procedure, prior to being used on the patient. The procedure was completed with a back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, a review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The subject device was returned, evaluated, and the user¿s report was confirmed. The coil inside the tube was found broken. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿do not insert this instrument when the endoscope is angulated. This could damage the endoscope and/or this instrument. Turn the up/down angulation control lever to the neutral position to straighten the endoscope before the insertion of this instrument into the endoscope. Otherwise, this could damage the endoscope and/or this instrument. If you feel excessive resistance while operating the needle, do not push the needle slider forcibly. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the instrument and/or endoscope.¿ based on the results of the investigation and the condition of the returned device, a definitive root cause for the reported failure mode could not be determined. However, investigators believe it¿s likely that one of the following stress-related factors may have led to the reported event: 1- the tip of the sheath was pressed against the tissue of the trachea, bronchi, esophagus, and surrounding organs. 2 - the sheath and coil sheath were bent when the scope was pushed in while the sheath was pressed against the tissue. 3 - when an attempt was made to push the needle out with the sheath and coil sheath bent, the tip of the needle got caught in the bent part of the coil sheath, making it impossible to push the needle out. 4 - when the needle could not be pushed out, further force was applied in an attempt to force it out, causing the needle to pop out from the side of the sheath. The coil sheath also moved and broke. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.